Manufacturer narrative:
The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The complaint product was not returned for evaluation. A trend related investigation was performed and no adverse trends were identified. There were no non-conformities or deviations which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Manufacturer narrative:
Product sample is not available. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by an optician on (B)(6) 2015, a patient was diagnosed with an infection. The patient was not treated at the optician's office. Additional information was received from the reporting optician on 09/29/2015 providing the lot number for the lenses, the patient's name, and the treating eye care professional. The treating eye care provider stated that the patient was treated for a corneal ulcer in the left eye. The details of the ulcer (size, location, etc.) Were not available at that time. The event has resolved and lens wear has resumed. An adverse event questionnaire was faxed to the treating eye care provider at that time. Follow-up with the treating eye care provider was attempted on (B)(6) 2015, but no additional information has been received at this time.